Manufacturer narrative:
The device was requested but has not been returned for investigation. The meter DHR was referenced and the meter left the manufacturing facility within specification. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the high blood glucose readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. No medical intervention or hospitalization was reported. This event will continue to be trended.

Event description:
The reporter alleges the bgstar meter is inaccurate, too high. The reporter experienced hypoglycemia and attributes this to the meter. The patient administers insulin glulisine (apidra solostar) 24 iu sc divided into 3 administration at principal meals. On (B)(6) 2016, before having breakfast, the patient's blood glucose level was 140 mg/dl, afterwards the patient injected 4 iu insulin glulisine (apidra solostar)4. She ate 2 rusks and tea without sugar. Before lunch, her blood glucose level was at 380 mg/dl (usually it is about 150/200). The patient was worried and injected 14 iu of glulisine insulin instead of 10, as usual. Forty-five minutes later, her blood glucose level increased to 480 mg/dl, so she decided to inject another 4 units of insulin glulisine. Forty-five minutes later her blood glucose level increased to 550 mg/dl. She didn't inject any other insulin and at 14:30 her blood glucose level decreased to 160 mg/dl. Afterwards she ate. On (B)(6) 2016, before breakfast, her blood glucose level was at 450 mg/dl, she injected 14 iu of insulin glulisine. Afterwards her blood glucose level decreased at first to 88, then 55 mg/dl. The patient experienced hypoglycemia with tremors and sweating. She took sugar as a response. One hour and half later her blood glucose level increased to 500 mg/dl. All blood glucose measurements were taken with the bgstar glucometer.